Manufacturer narrative:
Insulin pump passed operating current, unexpected restart error test, and displacement test but alarmed compromised force sensor system during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and excessive no delivery test or verify displayable history check failed on startup alarm due to compromised force sensor system alarm. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Event description:
The customer reported that the insulin pump alarmed compromised force sensor system and displayable history check failed on startup. Customer's blood glucose level was 301 mg/dl. The drive support cap was protruded. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.